Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "a phone call was received from the dr., indicating on (B)(6) 2017, that another dr. Deployed a gunther tulip in a male patient. Later in the week, the patient complained of chest pains. The patient was brought into the hospital and it was discovered the filter had embolized to the heart. On (B)(6) 2017, they attempted to retrieve the filter. They were able to successfully retrieve the filter by snaring two of its legs with force. There were some complications, but the specific complications are unknown at this time. The dm is following up with the physicians to inquire about the complications." Patient outcome: the patient required additional procedures due to the occurrence and the product. The complainant reported adverse effect on the patient due to the occurrence and the device.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received 12nov2018 as follows: patient allegedly received an implant on (B)(6) 2017 via the right common femoral as a preventative measure for venous thromboembolism prior to gastric sleeve procedure. Patient reports migration, organ perforation and possible heart puncture. Patient alleges heart attack and sporadic chest pains. Patient further alleges to have experienced anxiety, panic attacks and depression. It was reported that the filter was successfully removed on (B)(6) 2017. Per retrieval report, the filter appeared to be behind the right ventricle and therefore, is was very difficult to snare the hook. After multiple attempt to snare the hook were unsuccessful, the physician snared 2 legs of the filter and was able to dislodged the hook from the right ventricle and easily pull it out of the right ventricle through the tricuspid valve and through the right atrium into the superior vena cava. The physician was unable to collapse the filter into the 16-french sheath and opted to pull the entire sheath and filter unprotected out from the right neck. The patient was reported to have tolerated the procedure well. A one day postoperatively echocardiogram demonstrated mild tricuspid regurgitation with no evidence of flail leaflet and cardiology felt that the patient did not require to follow-up. 20nov2018 additional info received from preserve study: patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2017. On (B)(6) 2017, patient was admitted to hospital on for bariatric procedure.tee performed prior to filter retrieval showed that it was causing moderate tricuspid regurgitation. After retrieval, there was a flail chord of the tricuspid valve visualized on tee and persistent moderate tricuspid regurgitation. Echo performed (B)(6) 2017 states right ventricle is normal, tricuspid valve is normal, no additional testing or treatment indicated. Patient discharged on (B)(6) 2017. This event was considered definitely related to the device. Patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2017. Patient had upcoming bariatric surgery on (B)(6) 2017. Subject came to the ER on (B)(6) 2017 complaining of chest pain, but then left prior to being fully evaluated. He returned on (B)(6) 2017 for his bariatric procedure and complained of the same chest pain "felt like a truck slammed into his chest" so a chest xray and abdominal xray were done. Filter was not seen in the abdominal xray, however, filter was seen in the chest xray because of filter migration to the heart. Subject was admitted to the hospital, filter was retrieved on (B)(6) 2017, and he was discharged on (B)(6) 2017. Chest pain was due to the filter migration and filter embolization. The event was considered definitely related to the device. Patient outcome: (B)(6) 2018 the patient was reported to have tolerated the procedure well. 20nov2018 additional info received from preserve study: date of resolution: (B)(6) 2017.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation includes patient report of migration, organ perforation and possible heart puncture. Patient alleges heart attack and sporadic chest pains. Patient further alleges to have experienced anxiety, panic attacks and depression. Investigation is reopened due to additional preserve study information. ¿subject was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2017, for prevention of pe prior to bariatric surgery (gastric sleeve provcedure) on (B)(6) 2017. On (B)(6) 2017 (1 day post ivcf placement) chest pain and patient went to the ER, but leaves prior to being fully evaluated. On (B)(6) 2017 patients returns to the hospital for his bariatric procedure and complained of the same chest pain "felt like a truck slammed into his chest". X-ray reveals filter migration to the heart. On (B)(6) 2017 after multiple unsuccessful attempts to snare the hook, the physician snared 2 legs of the filter and was able to dislodged the hook from the right ventricle and easily pull it out of the right ventricle through the tricuspid valve and through the right atrium into the superior vena cava. The physician was unable to collapse the filter into the 16-french sheath and opted to pull the entire sheath and filter unprotected out from the right neck. After retrieval, there was a flail chord of the tricuspid valve visualized on tee and persistent moderate tricuspid regurgitation. Echo performed (B)(6) 2017 states right ventricle is normal, tricuspid valve is normal, no additional testing or treatment indicated. The patient was reported to have tolerated the procedure well and was discharged on (B)(6) 2017. No images or implant procedural information has been provided for investigation and clinical assessment. Known potential causes of filter migration include unsuitable device location, device failure, and an enlarged ivc. No images have been provided. It would therefore be inappropriate to speculate what caused the filter migration to the heart. IFU states potential adverse events amo. Filter emoblization and states contraindications megacava (diameter of the ivc > 30 mm). Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). It is noted that the patient recieved the filter "as a preventative measure for venous thromboembolism prior to gastric sleeve procedure", which would be considered off-label and not within the intended use of the günther tulip vena cava filter set, prevention of recurrent pulmonary thromboembolism when e.g. Anticoagulant therapy is contraindicated. However, this off-label use could not have contributed to the risk of migration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4).

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Corrected data based on new information received: adverse event and product problem to product problem. Serious injury to malfunction. According to the complaint report, "the filter had embolized to the heart". It is noted, that the filter was successfully retrieved. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported event. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.